Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: radio frequency identification labels peeling, water and fluid invasion and corrosion of the body control unit chain, control unit and scope connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited error code e216. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: g3, g6, h2. Corrected fields: h6 and h11. H6: medical device problem code: corroded and lead/splash - component code: connector/coupler - investigation findings: leakage, stress problem identified and degradation problem identified were inadvertently added in the previous report. H11 (investigation findings correction): radio frequency identification labels peeling, water and fluid invasion and corrosion of the body control unit chain, control unit and scope connector would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. Based on the results of the investigation, it is likely the following led to the malfunction: electrical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.